Manufacturer narrative:
Outcomes attributed to adverse event corrected. Please refer to the attached analysis report. - attachment: (B)(4).

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient visited his follow-up center after syncope. During the follow-up, the physician observed intermittent loss of ventricular capture and normal ventricular lead impedance measurement. The associated ventricular lead was abandoned in the patient body and a new one was implanted.

Manufacturer narrative:
Based on preliminary analysis, intermittent loss of ventricular capture is suspected. It could be due to the patient's physiology, a lead positioning issue and/or a ventricular lead issue. This report contains the same information as the one provided in the report follow-up 1. Due to technological constraints, the acknowledgments of the report follow-up 1 were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient visited his follow-up center after syncope. During the follow-up, the physician observed intermittent loss of ventricular capture and normal ventricular lead impedance measurement. The associated ventricular lead was abandoned in the patient body and a new one was implanted.

Manufacturer narrative:
Based on preliminary analysis, intermittent loss of ventricular capture is suspected. It could be due to the patient¿s physiology, a lead positioning issue and/or a ventricular lead issue.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient visited his follow-up center after syncope. During the follow-up, the physician observed intermittent loss of ventricular capture and normal ventricular lead impedance measurement. The associated ventricular lead was abandoned in the patient body and a new one was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2019, the patient visited his follow-up center after syncope. During the follow-up, the physician observed intermittent loss of ventricular capture and normal ventricular lead impedance measurement. The associated ventricular lead was abandoned in the patient body and a new one was implanted.